Event description:
On 17sep2024, the customer reported two positive down syndrome screening results (using the access afp, hcg and ue3 assays) were generated on the customer's unicel dxi 800 immunoassay analyzer serial number (B)(6). The customer stated that both patients underwent amniocentesis following the positive results, and the amniocentesis results showed a discordant negative result. The samples were repeated on the customer's instrument and again gave positive results. The samples were sent to an alternate lab, also running beckman coulter platform, and positive results were obtained. No hardware errors or issues with other assays were reported in conjunction with this event. An lss (laboratory solution specialist) was dispatched to the customer site on 18sep2024. There is no evidence of a malfunction, the lss checked the calibration curve and qc (quality control) with access assays (afp, hcg and ue3) which were passed with expectation, indicating all system performance indicators were passing. The lss verified the instrument performance and did not find any evidence of a malfunction. Note: two medwatch reports will be submitted, one for each of the two patients involved in this event.

Manufacturer narrative:
A1: the full patient identifier is (B)(4). A2, a4, and a5: the customer did not supply patient demographics such as age, date of birth, weight, ethnicity or race. H3 and h6: no hardware errors or other assay issues were reported in conjunction with this event. No other patient results were called into question. A lss (laboratory solution specialist) was dispatched to the customer site to verify instrument performance. No malfunction was confirmed. The lss confirmed calibration and quality control were passing for the access assays at the time of the event. The customer agreed the rate of positive results was within an acceptable range but they will monitor and adjust the mom value on the tcsoft software as needed. In conclusion, a primary cause for this event cannot be determined with the provided information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note: two medwatch reports will be submitted, one for each of the two patients involved in this event.